Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that on (B)(6) 2020 during an internal testing in the r&d lab that a needle broke and filed the strength requirements. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/22/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances related to the reported complaint condition were identified. Additional h-3 summary: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code j945h. It was requested that hsa assess the fracture mode of the failure. A fracture was observed on both ends of the specimen and labeled as sample a and sample b. One side of the needle was received, the mating fracture surfaces were not provided for this evaluation. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. Sample a: the evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure. The needle breakage was confirmed. Sample b: the evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The needle breakage was confirmed. The evaluation revealed the fractures were composed of microvoid coalescence, which is evidence of a ductile overload failure. These were ductile fractures. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.